Manufacturer narrative:
(B)(4).

Event description:
This is a supplemental report to initial report (B)(4) to submit investigation results from the manufacturer of the suspect device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 8:00am. Patient's spouse (B)(6) called in stating that she performed a blood glucose test on patient (B)(6) with a result of 300mg/dl. Patient was not displaying any symptoms. Patient's spouse called because of being instructed by patient's physician to report incidents to him/her when patient's blood glucose level is above 300mg/dl. Event happened on sunday, so patient called ems instead of patient's physician. Patient's blood glucose reading at the time of the event was 300mg/dl with the prodigy meter. No medication was taken prior to the event. Patient's normal glucose reading around the time of this event is around 100mg/dl. Patient drank (B)(6) prior to seeking medical attention. Paramedics were called within 1 hour after testing with the prodigy meter. Paramedics arrived at patient's home within 15-20 minutes of being called. Paramedics performed a blood glucose test with their meter with a result of 109mg/dl. Approximately 1 hour had passed in between initial testing with the prodigy meter and the paramedic's meter. Paramedics also performed a glucose test with the prodigy meter with a result of around 300-400mg/dl. While waiting on paramedics patient was bathed and placed in a recliner. Paramedics did not administer any treatment. Patient was not transported to hospital. No changes had been made to patient's diabetic medications before or after the event. Additional note: patient performs glucose test 3 times per day via fingers. Control solution test was performed by caller on the day of the medical intervention and results were within range. (B)(4) performed 3 control solution test and results were within range. (B)(4) is following up with reporter to request return of suspect system.